Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, no complications were noted during the procedure. Post-operatively, the patient presented with no complaints. Examination results were normal. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.